Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 274 mg/dl as the customer had consumed food later in the evening. A bolus was delivered to address the high bg level. Due to the customer "running around a lot" and the bolus that was delivered, the bg level dropped to 61 mg/dl. Tandem technical support assisted the customer with temporarily suspending insulin until the bg increased. The bg had increased to 84 mg/dl. The customer had then contacted a healthcare provider who adjusted the pump basal setting due to the high and low bg.